Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was not reading the correct temperature. Subsequently, the device displayed an erratic temperature alarm. The complainant stated that the catheter read 85.0°f, and the target temperature was 91.4°f. The complainant stated that the catheter was removed and replaced with a rectal probe without any further incident. No medical intervention was required. No patient injury was reported

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was not reading the correct temperature. Subsequently, the device displayed an erratic temperature alarm. The complainant stated that the catheter read 85.0°f, and the target temperature was 91.4°f. The complainant stated that the catheter was removed and replaced with a rectal probe without any further incident. No medical intervention was required. No patient injury was reported.